Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched, peeling keypad overlay texture, missing display window cover, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery lasted less than 12 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.